Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 300 mg/dl and they stated that the insulin pump was not working. Customer reported receiving a battery out limit alarm. Customer's blood glucose reading at the time of the call was 122 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Self test and displacement test were performed and passed. It was noted that the insulin pump did not pass the high pressure test. Customer was advised to discontinue use of the device and it is being returned.

Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. All operating currents were within specification. No battery out limit alarm was noted. No cosmetic damage was noted.